Manufacturer narrative:
(B)(4). Per fsr, the epgs had failed calibration three times. A different epgs was installed. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative reported that during field service installation, the electronic patient gas calibration (epgs) failed calibration. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the connection to the oxygen (o2) sensor to be loose. The connector was pressed down into the sensor and calibration was initiated and passed several times. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.